Event description:
Small ligaclip applier from ethicon continues to hesitate when firing clip applier which then causes surgeon to continue the motion and ultimately ends up cutting the arterial branch; in this case it was the internal mammary artery.